Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Event description continuation: with activated clotting time maintained at 350 seconds. There were no complaints of catheter malfunction. It was noted that the catheter worked as designed. The smarttouch bidirectional catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that an (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During the ablation phase, the patient became hypotensive and a cardiac tamponade was confirmed via echocardiogram. A pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition. The patient was transferred to surgery for exploratory assessment. No surgical repair was necessary. The patient was transferred to the intensive care unit for recovery. The patient required extended hospitalization as a result of this adverse event. The patient outcome was improved. The patient was discharged from the hospital on post-operative day 5. There were no factors cited that may have contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Force was used when attempting to introduce the catheter into the left inferior pulmonary vein. High force and high impedance readings populated. A transseptal puncture was performed with a brock extra sharp transseptal needle. The sheath was a boston scientific zurpaz 8.5 french steerable. Generator parameters at the time of injury included: power control mode (not titrated); temperature at 33 degrees celsius (with cut-off at 43 degrees celsius); impedance at 146 ohms (with minimum cut-off at 50 ohms, spike cut-off at 250 ohms, no maximum impedance threshold cut-off). Overall ablation time at the site of injury was 12.97 seconds. Irrigated catheter flow was set at 17ml/min. The patient received anticoagulant during the procedure